Event description:
Customer reports to have received a failed battery test alarm, weak battery alarm and a blank display. Customer's blood glucose was 115 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, customer was advised to monitor insulin pump and battery cap would be sent as a courtesy. No futher information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)